Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe tip locked and could not cut during a procedure. The aspiration functioning was not indicated. The procedure was completed with no harm to the patient. It was reported the probe had been used three times prior. No additional information is expected.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with a cannula, for the report of would not cut. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are nine additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Additionally, the reported information indicates that the "material" was used three times prior to this use. The provided directions for use (dfu) and product labeling clearly indicate that the reported device is intended for single use only. Reuse of the device could have contributed to any issues that may have been perceived during surgical use. No action was taken as the evaluation of the returned probe indicated that it was visually and functionally conforming and was manufactured to specifications. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).